Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex artery that was both mildly calcified and tortuous and 85% stenosed. Post deployment of the xience xpedition des 3.00x18 rx stent, a dissection was observed. A non-abbott stent was used as treatment. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.